Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the left cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was identified as having been cut down to the pump block, no tubing was returned for analysis. No leaks were found. The pump did not pass the inflation and activation tests. Based on the information available and analysis results, the activation and inflation issues identified in the pump could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the left cylinder connecting tube. The pump was removed and replaced. There were no patient complications.